Event description:
A surgeon reported that a pt who underwent laser assisted cataract surgery was diagnosed with an infection in the arcuate incision at the postoperative exam. Topical ophthalmic antibiotic drops were prescribed by the surgeon and the symptoms resolved. During f/u, the doctor indicated that the 'pt is doing well', it was also indicated that the doctor was not sure if the laser system caused or contributed to the event.

Manufacturer narrative:
The device history records were reviewed for the laser serial number; there were no unusual findings related to the reported issue. The laser system is non-sterile, but does not come in contact with the pt's eye. The pt interface (pi) does not come in contact with the pt's eye, but the pi is sterile prior to opening the packaging. A root cause could not be determined. (B)(4).